Event description:
It was reported by the customer that they observed particulates in the bd luer-lok¿ syringe with attached needle 21 g x 1 in., sterile, single use, 5 ml. The following information was provided by the initial reporter: particulates observed in 50ml syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they observed particulates in the bd luer-lok¿ syringe with attached needle 21 g x 1 in., sterile, single use, 5 ml. The following information was provided by the initial reporter: particulates observed in 50ml syringe.

Manufacturer narrative:
H6: investigation summary it was reported there was particulate observed in the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging blister with the rubber stopper at the 4ml mark of the graduation scale. Four white specks are shown and appear as if they are on the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 1238690. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.